Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 9 unopened racepacks. Analysis and results: there are no previous complaints of this code-batch. Manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock. Received 9 closed samples. Tested the needle attachment of the samples received and the results do fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: although the results of the samples received fulfill the specifications, note of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: latvia. The complaint is from (B)(6) hospital. Before operation the thread abruption from the needle was observed for several samples of this batch.